Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis could be performed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: multiple attempts to obtain additional information have been unsuccessful. Based on the limited received information, the failure mode cannot be determined. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Event description:
Medtronic received information that 23 months post implant of this aortic bioprosthetic valve, the valve was replaced with a medtronic valve of the same model. The reason for replacement is was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.